Event description:
The reporter stated that the surgeon inserted a 22.5 diopter cq2015 three piece collamer lens and the haptic tore. The incision was enlarged and the lens was cut into pieces to remove from the eye. No suture was required to close the wound. The cause of the lens haptic tearing was due to the cartridge.

Manufacturer narrative:
Evaluation method: a lot number search was performed for the cartridge. Results: visual inspection of the returned cq cartridge-fp shows no visible damage. The lens was returned and visual inspection showed that both lens haptics are torn off and the lens optic is torn in half. Clear surgical residue/debris was noted on the product. A lot number search was performed for the cartridge and two similar complaints were found within the search. Conclusion: no conclusion can be drawn. Based on the complaint history, lot number search and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.